Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the cannula was bent. The blood glucose reading was 385 mg/dl. The lowest blood glucose reading was 91 mg/dl. The blood glucose reading at the time of the event was over 840 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.